Event description:
Reference number (B)(4) event occurred in the united states. It was reported that on (B)(6) 2026, the infusion set inserter and needle broke in the patient's arm. The patient was unable to remove the introducer needle and went to the ER for removal. The incident resulted in tissue damage at the insertion site. No further information available.